Event description:
It was reported that the device failed preventive maintenance for leak down test. The tech informed that this is due to the oridion module. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Update: technical support performed troubleshooting over the phone to confirm and determine the customer reported issue of npi 8300 failing leak down test. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. 1. Informed this is due to the oridion module. 2. Recommended sending in for a level 2 repair, emailed fixed level pricing. 3. Transferred customer to repair team for further assistance. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The customer reported problem was not confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: oridion module a serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed preventive maintenance for leak down test. The tech informed that this is due to the oridion module. No additional information was provided. There was no patient involvement.